Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. A cartridge change was performed resolving the issue. Additionally, reportedly the fill tubing sequence was taking more insulin than previous fill tubing sequences. The customer continued using the existing supplies and resumed insulin delivery. Customer's blood glucose was 150 mg/dl.